Manufacturer narrative:
The reported event of nuisance air in line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a recent cpc site visit it was reported that nursing are experiencing frequent nuisance air-in-line alarms without air being in the line. While performing clinical area rounds, the cpc identified that the nursing staff are unaware o f the location of the air in line sensor within the pump module and are identifying the pressure sensor as the air in line sensor. The cpc also found that the nursing staff are not threading the IV tubing through the air in line sensor correctly which can lead to the frequent nuisance air in line alarms. The staff state that they will use petroleum jelly on the air in line sensor and rub alcohol on the inside of the pump door to troubleshoot the frequent nuisance alarms. There was no report of patient harm.